Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. During evaluation it was determined the device configuration had "ECG analysis during CPR" enabled. With this option, the device will perform ECG analysis in the background of a CPR interval. If the device detects a shockable rhythm, it will stop the CPR interval before 2 minutes are complete and prompt "shock advised". Review of the clinical files showed that the "shorter" CPR intervals were followed by a shock advised. This is normal operation with this option selected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 91-year-old male patient, the device analyzed the patient's rhythm out of sequence and then advised a shock. Complainant indicated the clincians continued CPR and powered off the device until the next appropriately timed analysis was to be performed. No shock was delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.